Manufacturer narrative:
The customer was provided with a replacement shipment of lyse.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that some bottles of the wbc lyse reagent for the coulter act diff 5 autoloader were leaking. The customer was wearing proper ppe but there was no reagent exposure to open wounds or mucous membranes and there was no contact to eye or skin. There was no injury reported as a result of this event and medical attention was not needed.